Event description:
A flexible guidewire being used in percutaneous spine surgery became kinked distal to the pedicle screw. When it was being removed, it broke off leaving several millimeters beyond the anterior surface of l4 near the common iliac artery.